Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in spain underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2018, the patient experienced an obstruction of the intestinal tube that did not resolved after washing (flushing). It was reported that the patient experienced a bezoar, which resolved when a clamp was introduced through the jejunal tube. It was reported that the peg tube and jejunal tubes were eventually replaced.